Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the pp- channel was open. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt's pp- channel was open. Service investigation revealed two unattached wires in the electrode belt's distribution node (dn). The white pp- wire from the trunk cable to the dn and the white pp-wire from the rear therapy electrode to the dn were not attached to the dn pca. The root cause of the unattached wires was unable to be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this device did not report any deficiencies.